Event description:
Clinical study. It was reported that the pt experienced a target vessel revascularization (tvr). The index procedure treated a de novo lesion in the distal right coronary artery (rca). The lesion was 3 mm wide, 7 mm long, and 99% stenosed. The vessel had moderate calcification and tortuousity. The physician predilated the lesion prior to placing a 3.0 x 8mm taxus express2 stent. Residual stenosis was 0%. The pt rec'd reopro and plavix during the procedure. The pt was discharged 2 days later on aspirin and plavix. The pt experienced a tvr on an unknown date to an unknown vessel. Further info has been requested.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 6129336 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.